Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade unknown. Healthcare professional, later reported, "cysts". Which, is not device related. Patient undergone capsulectomy. The device has been explanted and replaced.

Manufacturer narrative:
Only device photos were received.

Event description:
Healthcare professional reported, rupture and capsular contracture, baker grade unknown. The device was explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. And capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. No additional observations no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade unknown. The device was explanted. This relates to the right side.